Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 459 mg/dl. Customer stated that the issue was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Troubleshooting was performed. Pump passed the priming and high pressure tests. Customer will receive a replacement battery cap due to the blank display issue. Customer had a low battery alert, weak battery alarm, and off no power alarm in the alarm history. Customer declined troubleshooting for these alarms. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.